Manufacturer narrative:
(B)(4). On the tube set visual observation reveals compromising cut on the section of the tubing that sits on the pump head roller. The root cause of this failure is believed to be due the placement of the tubing on the pump head roller before latching the pressure arm. This is caused by not centering the tubing over the pump head, and the cut occurs when operator first begins priming and the pump head begins moving, therefore cannot be foreseen. This complaint can be confirmed. A review into the depuy synthes mitek complaints system revealed one similar and two dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch 1221934-2018-53672

Event description:
It was reported by the affiliate that the tube of the inflow set has bursted over the roller during a shoulder arthroscopy. The procedure was completed with same like product with 2 minute delay. Additional information received via email from the affiliate on 11-16-17; we do not have any further information available at the moment. If we do get information we will let you know but as of now, no information available.